Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. The device history review file is not available for review in the us. A section of the IFU will be referenced as part of this investigation report. The IFU states, "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal, do not rock or bend the catheter". No corrective/preventative actions will be assigned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needle separated at the hub during insertion and therapy was delayed. There was no reported patient injury.